Event description:
It was reported that while transporting a pt over a bump, the emts pulled up on the cot to ease the transition over the obstacle. The cot then allegedly dropped from the middle height position to the low height position. Reportedly, one emt chipped his tooth which will be repaired by his dentist. Allegedly, another emt had some shoulder pain, but he refused treatment. No pt injury was reported.